Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a male patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that during preparation of the impella cp, the pump failed with an impella defect alarm occurring. The medical staff then exchanged the pump. The patient remains stable on impella support.

Manufacturer narrative:
The investigation for the pump not detected issue has been completed. Impella cp was returned for evaluation. Upon visual inspection no abnormalities were noted. Pump was connected to console and "impella defective" alarm was reproduced. Electrical testing was performed and all motor cable lines were found to be within range. Optical parameters were taken and all 5s were noted to be within a normal range. Pump was then connected to the pump programmer and that was also unable to read the pump to investigate further. Clinical details noted that an "impella defective" alarm occurred in the field after connecting to console. The root cause of the pump not detected is most likely due to a programming issue. A trend chart was pulled for all cp optical pumps with failure mode of "pump not detected" with a root cause of "programming issues" with a conclusion code of "manufacturing process (internal)".